Manufacturer narrative:
Device passed displacement test and self test. Software low level failures alarms found in the pump history. Unable to determine the root cause, problem isolated to the electrical board . No unexpected insulin pump error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. The customer¿s blood glucose unknown. Customer stated that the customer checked the alarm history and they received the pump error was not cleared. The device will be returned for analysis.